Event description:
It was reported that a minicap transfer set could not be ¿locked completely¿ with a titanium adaptor. This occurred during patient use. The caller indicated they had replaced the transfer set and the issue was resolved. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A photograph of the device has been received for evaluation. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An actual sample was returned for evaluation. A visual and microscopic inspection was performed with no issues noted. A leak test, clear passage test, and a clamp function test were performed with no leak noted. The interior diameter of the patient connector was measured and was determined to be within specification. An integrity of seal test was performed with no issues noted. The reported problem could be identified or duplicate via an evaluation.